Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the leads were replaced during the last battery replacement and were moved to 1/8 from ¼. The leads were moved more posterior and lost abdominal coverage. The patient met with the healthcare provider (hcp) and x-rays were ordered to decide if a revision was needed. The issue was not resolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the original lead was replaced and upgraded from 4 electrodes to 8 electrodes. When the patient received the second lead, for some reason unknown to the patient, the healthcare provider (hcp) decided to move the right lead as well. The patient said the right lead was replaced somewhere around (B)(6). The second lead was added in (B)(6). The patient said everything possible was tried to resolve the loss of coverage. The patient said numerous reprogramming when the solution was clearly to move the right lead back to its original position. The patient said the issue was not resolved and the stimulator and leads were useless in the current configuration. The patient said the hcp that implanted the original lead was probably the only one that would or could fix the problem without the red tape that the current hcp was using to slow down or prevent someone from fixing the problem. No further complications were reported.